Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found the tamper seals intact and the battery door missing. A review of the event history log found the high alarm displayed with cassette not attached properly. Functional testing of the pump was performed and the pump passed all testing.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced as a preventive measure.

Event description:
Additional information indicated this event occurred during testing and there was no patient incident.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "no disposable" alarm. Unspecified downstream occlusion sensor issue also reported. No adverse patient effects were reported.